Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sore nipples during time wearing lv, right nipple has a knot. There was no alleged device malfunction contributing to the irritation. The patient¿s physician is monitoring the area, but there is no indication that the patient received medical intervention for the irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.